Event description:
The user facility reports one incident in which pct incorrectly installed the pump segment tubing on the dialysis machine. The pump segment was installed with the connector inside the pump housing which resulted in damage to the tubing and a blood leak. Due to potential contamination the blood volume in the tubing was not returned to the pt. Ebl = 200-250cc. No pt injury or need for medical intervention is reported. A new line was set up to complete the treatment. Medical staff at the user facility confirmed that there was no problem with the bloodline; this incident occurred due to user error.